Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol 3dmax device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol 3dmax. It is alleged that the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol 3dmax. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol 3dmax. It is alleged that the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol 3dmax. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with right inguinal hernia thereby underwent laparoscopic repair with implant of 3dmax mesh. Per operative notes, "the hernia from the right groin was reduced. A large bard 3dmax mesh was placed in the preperitoneal space and tacked." (B)(6) 2011 - patient had abdominal pain and diagnosed with abdominal wall abscess thereby underwent medication treatment. (B)(6) 2013 - patient was diagnosed with infection thereby underwent open repair with removal of 3dmax mesh. Per operative notes, "revealed minimal scarring which was reduced. The right sided mesh was easily visualized. There were areas that were incorporated with intermittent pockets that were not incorporated. The 3dmax mesh was completely removed. Encountered a direct hernia bulge, a biological mesh was placed and tacked in anterior abdominal wall. The right side was repaired with another biological mesh affixed in the same manner." Attorney alleges that the patient had abscess, pain, hernia recurrence, fistulae, infection and emotional injuries. It was also alleged that the patient had plaintiff's other injuries known at this time include surgery on (B)(6) 2013 to remove debris and purulent material, along with infected biologic mesh. On (B)(6) 2013, another surgery was performed to address recurrence of infection using irrigation and application of a vac-via. On (B)(6) 2017, plaintiff had to undergo another invasive procedure in which robotic diagnostic laparoscopy with removal of infected foreign body mesh was performed. Surgeon stated that the plaintiff has had problems with recurrent fistula formation since his inguinal hernia was repaired. He has re-developed a fistula tract in the suprapubic region that tracks downwards towards the right and a little bit towards the left. Plaintiff further refers defendant to the medical records which have been produced and/or which defendants have received authorizations to obtain. Plaintiff reserves the right to supplement as more information becomes available.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol 3dmax device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 years, 2 months post implant of 3dmax mesh, patient was diagnosed with unspecified infection, abscess, abdominal pain and scar tissues thereby underwent repair with removal of mesh. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device". Note, the manufacturing date (15-jun-2009) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.